Manufacturer narrative:
Doctor alleged that the upper left crown split and the patient swallowed it. To date the patient is fine and waiting for the component to pass naturally.

Event description:
It was alleged by the doctor that the patient swallowed the crown.